Event description:
The customer reported to an olympus endoscopy account manager that at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover (maj-2315) came off the evis exera iii duodenovideoscope (subject device) into the patient¿s airway. The problem was noticed when removing the scope at the end of the procedure, which had been completed. The distal cover was successfully retrieved from the airway, which was promptly done without further incident. The patient was under general anesthesia, and the delay was a few minutes per the facility staff, but they did not document the time delay due to working to retrieve the cap. There was no patient harm or injury reported due to the event. Patient demographics were not provided. This report is related to complaint number (B)(4), which was reported under MDR number 8010047 - 2021 ¿ 06547.

Manufacturer narrative:
During further follow-up, the customer contact indicated that after discussion with staff and demonstration by the staff involved, it appeared that the distal cover had been correctly placed on the scope. The device history record was not able to be reviewed for the scope since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A review of the device history record of the distal cover (lot h0514) found no deviations that could have caused or contributed to the reported issue. The tjf-q190v and the maj-2315 were not returned to olympus for evaluation. However, the legal manufacturer attempted to replicate the reported failure using a representative distal cover (lot h0729) and confirmed that the distal cover will never come off when it has no damage, and it is correctly attached to the scope. Based on the results of the legal manufacturer¿s investigation for the distal cover, the following are likely causes of the distal cover falling off: anti-fog agent adhered to the cover, resulting in damage by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The device¿s instructions for use (IFU) states the following: ¿important information please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." ¿3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 50. With a new single use distal cover, repeat step 1 through 8.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to revise the conclusion of the legal manufacturer's investigation. Based on the legal manufacturer's investigation, the cover may have been easy to come off the scope due to the following, which may have caused the suggested event. However, since it is difficult to obtain additional information from the user, we were not able to specify/presume the occurrence cause further. The cover was attached improperly. (It was reported that the cover appeared to have been attached correctly. However, we considered the information does not prove that the cover was attached properly. Therefore, we cannot deny the possibility that the cover was attached improperly.) The cover had pinhole and/or crack. Chemical solutions such as anti-fog agent adhered to the cover, which caused it to break.